Event description:
A report was received stating that during an injection, the needle because detached from the syringe. No pt or clinician injury was reported.

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed. Method - "other": a sample device was returned and is currently under investigation.